Event description:
The 'sonic' dental pod cleaner (shinepod) that I purchased from swissklip is defective and their presentation of the product is extremely misleading. They claim that the supersonic sound emitted from the product is above the range of what humans can hear, but when I plugged mine in and pressed the button to operate the device a horrible rapid clicking sound erupted and was painful to my ears. It sounds like dial-up internet sped up 10x and has me concerned that the device could malfunction and potentially cause house fires if not bodily harm.